Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, did not experience recurrence of malfunction, did not need help with restarting pump functions, and was advised to continue using pump and call back if malfunction alarm appeared again.